Event description:
It was reported that the patient experienced a high blood glucose level event in the first day of insertion on lower back and treated with insulin via the pump on (B)(6) 2026. The event lasted for greater than four hours.

Manufacturer narrative:
E1: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.